Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection was performed on the returned guide wire and the reported break and stretched coils were confirmed. The reported difficult to remove was unable to be confirmed due to the break and stretched coils. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the instructions for use (IFU) guide wire hi-torque guide wires ce FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation did not appear to have caused or contributed to the reported complaint as there was no issues reported during advancement causing interaction with the lead. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to assist with a left ventricle pacemaker lead placement. The balance middleweight guide wire and a non-abbott pacemaker lead catheter were placed in the left ventricle. During withdrawal, the bmw guide wire met resistance with the lead catheter. The guidewire and the catheter were removed as a single unit. It was then noted that the proximal coil was unraveled and stretched but remained intact. The distal end of the core was separated but remained intact with the coil. Although the account reported a clinically significant delay, there were no adverse patient effects reported.